Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. However, a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The company notes that the instructions for use (IFU) identifies intracerebral/intracranial hemorrhage and death as potential complications associated with use of the device.

Event description:
It was reported that during an elective procedure to treat a type three (3) posterior fossa dural fistula with a scepter mini device, the posterior meningeal artery (PMA) ruptured and the patient subsequently expired. The PMA was accessed at a very acute angle and was stabilized at the origin of the PMA (off right vertebral artery) and was inflated successfully. Later, it was noted that the PMA had ruptured, the balloon was re-inflated to stem extravasation and the bleeding stopped. Six embolization coils were deployed, but following deflation of the scepter-mini, the PMA continued to bleed. The physician removed the balloon proximally through the deployed coil mass. Glue was injected into the coil mass and the bleeding stopped at the PMA level and showed basilar artery patency. The patient was taken to the intensive care unit, but later expired.

Manufacturer narrative:
B5 additional information received.

Event description:
Additional information provided confirmed the patient cause of death as ischemic multifocal posterior fossa infarcts, iatrogenic vertebral artery embolization, and ruptured right vertebral artery during attempted posterior fossa arteriovenous embolization.